Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died in an unknown circumstance for unknown reasons. Further investigation yielded no new information.

Manufacturer narrative:
A partial lead measuring 8.5 cm from the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.